Event description:
Per the clinic, the patient experienced a rattling sound with the device use. Subsequently, the patient was placed under general anaesthesia on (B)(6) 2026, for a revision surgery to re-expose the implanted internal fixture and the distance to the bone was checked using the bone gauge. The device reportedly was fully integrated into the bone; however, there was bone overgrowth which almost completely covered the internal fixture site. The implanted device remains.